Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "loss of volume" against left device. The device remains implanted.

Event description:
Healthcare professional reported "loss of volume" against left device. Later, healthcare professional reported "hole, a non-specific" during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening striated in the side posterior assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6a d9 e1 g1 h3 h6.

Event description:
Physician observed a "hole, non-specific" during surgery. The device has been replaced.